Manufacturer narrative:
The device has not been received for investigation. Therefore, we could not conclusively determine the root cause of the reported incident. As stated in the IFU: avoid extended or excessive exposure to fluorescent light, heat, sunlight, or chemical fumes to reduce balloon degradation. Do not exceed the recommended maximum balloon liquid capacity (see specifications). The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification. We have not received any other complaints of a similar nature for devices from this lot.

Event description:
It was reported that during pre-use testing of the pruitt f3 carotid shunt, the scrub technician observed that the balloon appeared weak and potentially at risk of rupture. As a precaution, the device was not used, and a replacement device was selected. The replacement device was used to successfully complete the procedure without any issues. No patient injury was reported.